Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, burning, rash, and inflammation under entire patch area. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient¿s parents took the patient to urgent care to have the skin reaction looked at. The patient was diagnosed with a skin infection and was prescribed oral cephalexin 500 mg, three times/day for one week. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).